Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unusual resistance was met during advancement of the 6.0x120 mm absolute pro stent delivery system (sds) over an 0.035 non-abbott guide wire. The sds had just reached the introducer sheath before the sds was removed to re-lubricate the guide wire when it was noted that the first 2 to 3cm of the stent had partially deployed, but the deployment lock was still closed. The sds was removed from the guide wire. Another absolute pro was used to successfully complete the procedure. The patient had a good final outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported premature deployment was confirmed but the difficulty positioning on the guide wire was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulty appears to be related to operational circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.